Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip broke at 18,000 joules. The case was continued with turp. No patient injury was reported. The failure analysis report is pending from an american medical systems quality engineer.